Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels between 40-70 mg/dl. The customer was treated for the low blood glucose with the insulin pump. Customer¿s blood glucose level was 150 mg/dl at the time of the call. Customer also mentioned the insulin pump alarmed error 53. Advised to check insulin pump settings for accuracy. Customer already cleared alarms and rewound the insulin pump. Advised to remain disconnected. Advised to program a normal bolus into the air to determine if delivery was successful. Bolus amount was recorded in the daily history. The customer was advised the insulin pump will be replaced. The product is expected to return for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.